Manufacturer narrative:
Consumer reported experiencing burning, redness, pain and light sensitivity in right eye after use of the product. Consumer visited a local hospital and reported being given antibiotics and was told there was damage to the outer layer of the eye. Consumer reported after the hospital visit he had liquid dripping out of his eye and pain. Consumer's eye resolved after 3 days and he resumed contact lens wear. Consumer reported the hydrogen peroxide 3 % solution should dissipate overnight but it does not and this is what caused the burning. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and sign reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The patient is recovered. Medical documentation and product have been requested not received.

Event description:
Medwatch report received from FDA, mw5065150. Consumer reported experiencing burning, redness, pain and light sensitivity in right eye after use of the product. Consumer removed his lens and flushed his eye with water. Hours later, the burning became unbearable and he visited the company nurse who sent him to a local hospital. Consumer reported being given antibiotics and was told there was damage to the outer layer of the eye. Consumer was informed it would heal within a day or two. Consumer reported after the hospital visit he had liquid dripping out of his eye and pain. Consumer's eye resolved after 3 days and he resumed contact lens wear. Consumer reported the hydrogen peroxide 3 % solution should dissipate overnight but it does not and this is what caused the burning. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.

Manufacturer narrative:
A review of the lot batch records and testing of a retain sample is in progress.

Event description:
Medical information has been received from the health center that evaluated the consumer. Examining doctor indicated the patient was seen for eye irritation, redness, and a burning sensation. The doctor diagnosed chemical keratitis. The doctor prescribed erythromycin ointment and discharged the patient. There was no indication of additional follow-up by the health center or recommendation for the patient to see his own doctor.

Manufacturer narrative:
A review of the lot batch records and testing of a retain sample concluded that this product was formulated, manufactured, and packaged according to local and global product specifications.